Manufacturer narrative:
H11: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr performed in 2007, in (B)(6) 2024, after 5 years of terrible groin pain, the patient had a ultrasound which a pocket of blood was found with metal shavings. Cobalt testing followed with very high levels of cobalt. Poisoning starting at 111 and last test was at 190. A revision surgery was performed on (B)(6) 2025 to treat the patient's pain. The current health status of the patient is unknown.

Manufacturer narrative:
H6: health effect - clinical code. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. Due to insufficient information, it is not possible to determine a revision of the IFU associated to the alleged device. However, the most recent IFU lists several potential adverse device effects and warnings related to bhr arthroplasty. Due to insufficient information, it is not possible to determine a revision of the risk associated to the alleged device. No further actions are required at this time. The available medical documents were reviewed. The clinical root cause of the elevated cobalt cannot be definitively concluded. Although metallosis was reported, the revision operative report noted ¿there was no evidence of any significant metallosis staining, no obvious trunnionosis and the liner of the acetablic component was well preserved with no evidence of any damage. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that a patient underwent a left birmingham hip resurfacing (bhr) total hip arthroplasty on (B)(6) 2008 due to osteoarthritis. In (B)(6) 2024, imaging identified a complex fluid collection anterior to the hip, appearing to communicate with the prosthesis. This was preceded by several years of groin pain. Subsequent metal ion testing on (B)(6) 2024 revealed elevated cobalt levels (11.21 ¿g/l) and chromium (2.55 ¿g/l). A revision surgery was performed on (B)(6) 2025. Intraoperative findings noted no signs of significant metallosis, no evidence of trunnion wear, and a well-fixed femoral stem and acetabular component. The femoral head was replaced with a 28¿mm oxinium head and dual mobility liner. The patient¿s current health status is unknown.